Manufacturer narrative:
(B)(4). Method: the complaint rt380 circuit was returned to our regional office in (B)(4), where it was photographed and inspected for leaks by a trained fph technician. Results: the leak inspection revealed that there were no leaks with the circuit. A photograph provided of the circuit was visually inspected and no damage could be seen with the circuit. As the circuit was not returned to fph in (B)(4) for further evaluation we are unable to definitively determine the root cause of the leak. Conclusion: based on the information provided and our previous investigations of similar complaints, the reported leak is most likely due to a loose connection or the water feedset not being connected to a water bag. The feedset winder is designed to secure the water feedset and spike during transport and storage, it is not designed to seal the spike. The user instructions that accompany the rt380 circuit clearly illustrate how the feedset winder should be removed and the water feedset attached to a water bag. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarm.

Event description:
A distributor in (B)(4) reported via a fisher and paykel healthcare (fph) field representative that an rt380 evaqua2 adult breathing circuit failed the ventilator leak test. This was found prior to patient use.